Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Customer continued to use current pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.